Event description:
Patient reported, the up and check buttons on the infusion device are defective. The infusion device displayed a2 low battery alert, but patient was unable to confirm the error message. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.